Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not performed. A service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. It was unknown at what stage of automated peritoneal dialysis therapy the alarm occurred. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.